Manufacturer narrative:
(B)(4). There is no adverse event associated with this complaint. Although the cartridge was not returned, there is no further investigation necessary with respect to the leak issue. Cartridge lot# b201582 was confirmed to be defective and found to be leaking from the plunger side of the cartridge past the first o-ring and out the hole in between the two o-rings. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The reporter contacted animas on (B)(6) 2012 alleging that there were two cartridges from a new box that have leaked insulin into the cartridge compartment. The reporter confirmed that there was no insulin leaking out of the pump, but noted insulin inside the cartridge compartment when changing out the cartridge. The reporter stated there was no insulin coming out of the hub of the cartridge and felt the leak must be coming from the plunger area. There was no reported adverse event associated with this complaint. This complaint is being reported because of the alleged cartridge leak.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.